Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump ((B)(6)) was not returned for evaluation. Two (2) controllers ((B)(6)), two (2) batte ries ((B)(6)) were returned for evaluation. Failure analysis of (B)(6) revealed that the battery passed functional testing. Visual inspection of (B)(6) revealed worn damage to the connectors of the batteries. Functional testing of (B)(6) revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. It was also observed that (B)(6) had exceeded its useful operating lives of 500 charge and discharge cycles. These are additional findings not related to the reported event. The most likely root cause of the observed abnormal cell voltage plot event involving (B)(6) can be attributed to rsoc estimation error. The most likely root cause of the observed high cycle count can be attributed to the battery reaching end of useful operating life. These are additional findings not related to the reported event. The most likely root cause of the observed illegible release indicators and worn damage within the connectors can be attributed to wear and/or handling of the batteries. An internal inspection of the returned batteries did not reveal any abnormalities. Failure analysis of the returned controllers revealed that the units passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports and a pump connector port of the controller. An internal inspection of (B)(6) did not reveal any abnormalities. Visual inspection of (B)(6) revealed contamination within both power ports and a serial port of the controller. An internal inspection of (B)(6) revealed cracks on the standoff posts within the controller housing. These are the additional findings not related to the reported event. The observed controller ports contamination event can be attributed to the handling of the controllers. Based on an investigation, the root cause of the standoff post cracks was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Analysis of the event log file associated with (B)(6) revealed eighty (80) controller power up events logged on 16-mar-2023, indicating losses of power to the controller. Review of the controller log files did not reveal any evidence of a corrupt entry. Of note, there were 250 event entries logged on (B)(6) on 16-mar-2023. The event file is able to record up to 250 event entries. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest event data point is deleted to allow the newest event data point to be recorded. As a result, the initial controller power up event logged on 16/mar/2023 was not recorded in the event log file. The data point recorded in the controller's internal logs prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 91% rsoc and (B)(6) was connected to power port two (2) with 34% rsoc. No anomali es were recorded leading up to the initial loss of power. The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The event log file also revealed that during an attempted pump start events, several controller reset events were logged. Following the controller reset events, log files revealed instances that only (B)(6) was connected to the controller during the attempted pump start events. Analysis of the data log file revealed that after several power up events, safety alert word (saw) values were recorded on the only connected power source, (B)(6), indicating an overcurrent alert. During the attempted pump start events, the data log file recorded high power consumption, which required more current from the battery. It is likely that the overcurrent condition prevented the battery from providing power, resulting in additional losses of power to the controller. Review of the alarm log file associated with (B)(6) revealed that, following the controller power up events, six (6) vad stopped alarms, three (3) vad disconnect alarms, and five (5) low flow alarms were logged on 16-mar-2023. The vad stopped alarms were logged between 22:17:57 and 23:23:27, due to a failure of the pump to restart after several attempts. The low flow alarms were logged since 22:22:59. The vad disconnect alarms were logged between 23:25:43 and 23:27:10 indicating a physical disconnection of the driveline from the controller and subsequent controller power up events without pump starts events, likely due to troubleshooting after the patient was found. Log file analysis associated with (B)(6) revealed a controller power up event logged on 16-mar-2023 at 23:42:44 indicating that the controller was put into use following a controller exchange, likely after the patient was found. Review of the alarm log file associated with (B)(6) revealed that, following the controller power up event, two (2) vad stopped alarms were logged on 16-mar-2023. The vad stopped alarms were logged between 23:42:59 and 23:44:59, due to a failure of the pump to restart after several attempts. Log file analysis associated with (B)(6) also revealed additional controller power up events, indicating losses of power to the controller. Review of the log files associated with (B)(6) revealed that after the power up events, saw values were recorded on (B)(6), indicating an overcurrent alert. During the attempted pump start events, the data log file recorded high power consumption, which required more current from the batteries. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in additional losses of power to the controller. As a result, the reported losses of power, vad stop, and failure to restart events were confirmed. The reported controller log file data issue event was not confirmed; however, it is likely the multiple controller power up events and the event file capacity to record up to 250 event entries were related to the reported "log files totally weird". A possible root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00609659 is investigating controller resets during pump start. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21, which was initiated for pumps with failures to restart. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controllers, likely due to troubleshooting after the patient was found. Based on the risk documentation, possible causes of the reported low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d4: serial or lot#: (B)(6), d9: yes, return date: 28-mar-2023 h3: yes dev rtn to MFR? Yes d4: serial or lot#: (B)(6), d9: yes, return date: 28-mar-2023 h3: yes dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019 / serial or lot#: (B)(6), UDI #: (B)(4), d9:yes, return date: 03-mar-2023 h3: yes dev rtn to MFR? Yes h4: mfg date: 24-mar-2018 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019 / serial or lot#: (B)(6),UDI #: (B)(4), d9:yes, return date: 03-mar-2023 h3: yes dev rtn to MFR? Yes h4: mfg date: 05-mar-2018 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer. The device subsequently tested out of specification during manufacturer¿s analysis.

Event description:
It was reported that two controllers exhibited unexpected losses of power. It was also reported that the ventricular assist device (vad) stopped and failed to restart and also exhibited several low flow alarms. The patient was found collapsed and expired following cardiopulmonary resuscitation (CPR).

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the event details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿ controller, model#: 1420 / catalog#: 1420 / expiration date: 30-june-2021 / serial#:(B)(4), UDI#: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 25-june-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ controller, model#: 1420 / catalog#: 1420 / expiration date: 30-june-2021 / serial#: (B)(4), UDI#: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 25-june-2020, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.